Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Correction : (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 327mg/dl. The expected fasting blood glucose test result range is 110 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 03/24/2019 and open vial date is approximately one month. The meter memory was reviewed for previous test result history: 327mg/dl 08/12/2017 07:25 am fasting: yes; 167mg/dl 08/09/2017 01:36 pm fasting: yes; 99mg/dl 08/09/2017 01:27 pm fasting: yes; 280mg/dl 08/09/2017 01:03 pm fasting: yes; 143mg/dl 08/08/2017 06:13 am fasting: yes. Customer states that he is now getting results in the 300's mg/dl. Customer states that his normal glucose range is 110-120mg/dl and he test every 2-3 days. Customer remove the strips from the vial and place them on the table and now he is getting e-3 error.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 327mg/dl. The expected fasting blood glucose test result range is 110 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer¿s expiration date is 03/24/2019 and open vial date is approximately one month. Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 327mg/dl. The expected fasting blood glucose test result range is 110 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer¿s expiration date is 03/24/2019 and open vial date is approximately one month. The meter memory was reviewed for previous test result history: 327mg/dl (B)(6) 2017 07:25 am fasting: yes; 167mg/dl (B)(6) 2017 01:36 pm fasting: yes; 99mg/dl (B)(6) 2017 01:27 pm fasting: yes; 280mg/dl (B)(6) 2017 01:03 pm fasting: yes; 143mg/dl (B)(6) 2017 06:13 am fasting: yes. Customer states that he is now getting results in the 300¿s mg/dl. Customer states that his normal glucose range is 110-120mg/dl and he test every 2-3 days. Customer remove the strips from the vial and place them on the table and now he is getting e-3 error.